Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, oversensing due to noise was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the noise was suspected to be due to non-confirmed fracture of the rv lead. No intervention was performed. The patient was in stable condition and will continue to be monitored.